Event description:
It was reported that the patient's atrial lead measured low impedance and switched polarity to unipolar due to an insulation breach. The lead was capped and replaced as the patient is atrial dependent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.